Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) power cord was stuck and would not extending out. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse)evaluated the iabp unit and observed the ac line cord tangled around reel guides. The fse untangled the ac cord which corrected the failure. Pm was performed during the same service visit. Full calibration, functional, and safety checks were performed which passed to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.